Event description:
The angiosculpt device was inflated one time in the pt. The device was removed and placed on the table to use again. Upon inspection of the device, the physician noticed the scoring element had detached from the tip but remained intact to the device.

Manufacturer narrative:
The pt info is unk. The hospital declined to provide the pt info. The angiosculpt device was returned for lab analysis. Visual examination confirmed the inner member detached between the blood tip seal bond and distal bond. The inner member is accordion at the distal end. No portion of the angiosculpt device separated from the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.